Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the user interface screen of the device appeared to be frozen, and parameters could not be changed. Screen also appeared to be lagging. The device was replaced. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation was based on the log file of the affected device. The analysis of the log file could confirm temporal malfunction of the touch screen. The ongoing ventilation was not affected and continued as set. The ecd display bundle must be replaced to solve the issue. An impaired touchscreen of the ecd significantly reduces access to the device. Ventilation is not affected by the failure of an unresponsive screen. Safety-relevant parameters such as fio2, minute volume or the airway pressures are displayed in the additional yellow/green oled display, allowing the user to recognize the ongoing ventilation. If the gui is completely inoperable, ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the user interface screen of the device appeared to be frozen, and parameters could not be changed. Screen also appeared to be lagging. The device was replaced. No health consequences for the patient were reported.